Event description:
It was reported that during device changeout for normal eri, externalized conductors were observed on fluoroscopy. No electrical anomalies were detected. Lead was capped and replaced. Patient is doing well.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.